Event description:
It was reported that a pump has a system error 322. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. System error 322 was reproduced during testing. Further eval has led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies will be replaced.